Event description:
(B)(4) study. It was reported that chest pain and restenosis occurred. In august 2009, clinical assessment identified the patient's qualifying condition as unstable angina (braunwald classification ib); non-q wave myocardial infarction and the patient underwent cardiac catheterization. The 70% stenosed target lesion was located in the mid right coronary artery (rca) with a length of 8 mm and a reference vessel diameter of 3.5 mm. It was treated with pre-dilatation using a 3.5 x 12 mm apex catheter balloon and placement of a 3.50 x 12 mm study stent with 0% residual stenosis. The patient complained of chest pain scaling to 5/10 and was administered heparin 2,000 units intravenously and decreased pain scale to 2/10. Moreover, a non-target lesion located in the mid left anterior descending (lad) artery was treated with pre-dilatation using a 3.0 x 12 mm apex balloon and placement of a 3.0 x 12 mm promus stent. During intervention, there was a plaque shift noted in to the ostium of the diagonal branch. The patient also complained of chest pain during the procedure and was given 100 mcg nitroglycerin. The plaque shift noted in the non-target lesion located in the ostium of 1st diagonal branch was treated with balloon angioplasty using a 2.5 x 12 mm non-bsc balloon and placement of a drug eluting stent. The subject was discharged on aspirin and clopidogrel two days post procedure. In (B)(6) 2012, the patient presented with exertional chest tightness with pain radiating between his shoulder blades and was hospitalised on the same day. Angiography showed 80% stenosed target lesion was an area of instent restenosis of a previously implanted stent located in the mid rca. It was treated with placement of 3.5 x 24 mm promus element and post-dilatation with 0% residual stenosis. Another 80% stenosed target lesion was an area of in-stent restenosis of a previously placed stent noted in the mid left circumflex. It was treated with placement of 3.5 x 12 mm promus element and post-dilatation with 0% residual stenosis. The subject was discharged the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the exertional chest tightness with pain radiating between his shoulder blades were treated with sublingual nitroglycerine and intravenous heparin. Additionally, post stent implantation, the subject complained of chest pressure, ear pressure, ringing in ears and nauseating sensation that was treated with intravenous fentanyl 50 mcg.